Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.

Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on (B)(6) 2020: plaintiff was implanted with a abg ii modular hip stem on her right hip on (B)(6) 2011. Bloodwork revealed elevated levels of cobalt and chromium. Plaintiff has not yet been revised.